Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. For any product information received. Depuy synthes has been informed that the lot number is not available.

Manufacturer narrative:
Examination of the submitted device confirmed the reported fracture. The pfc sigma fem stem bolt fractured due to low stress, high cycle fatigue. No material defects or inclusions were noted that would have contributed to the crack initiation or propagation. The root cause of the fractured pfcsig cem fem stem 5dg13x90mm is secondary to the movement of the bolt and collar after the bolt fracture. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided and is not legible on the device due to damage.no evidence was found indicating product error was a contributing factor to the device fractures and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address a broken femoral rod. Update (B)(6) 2015 - product received. Correcting product part number and adding product 960770 to complaint. This complaint was updated (B)(6) 2015 (B)(4).